Event description:
Uterine manipulator came out and needed to be replaced with a different brand of uterine manipulator. After replaced, the manipulator still did not hold. The uterine manipulator manufacturer was called during the case to help troubleshoot. When reinserting the manipulator, the uterus was perforated with the tip of the manipulator. Difficult uterine manipulation caused urine to have red tinge. Dr. [Redacted] was called to do a cystoscopy after vaginal cuff was closed. Both ureters were open.